Manufacturer narrative:
(B)(4).the insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump had moisture damage on the electronic assembly and motor.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a cracked display window corner and was dropped in water. The blood glucose reading was 17.6 mmol/l. Nothing further was reported.